Manufacturer narrative:
The insulin pump was received missing segments and partial display due to cracked and bleeding lcd glass. The insulin pump was unable to connect to glucose sensor simulator due to corroded printed circuit board. The insulin pump also had a corroded battery tube. The insulin pump powered up properly after battery installation. The operating are currents within specifications. The insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had cracked case battery tube and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a partial display before and after a battery change and after a sensor change. Customer's blood glucose was 140mg/dl at the time of incident. The customer was also advised that the device would be replaced and agreed to return the product for analysis.